Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone cal that they experienced high blood glucose level. The customer's blood glucose level was above 500 mg/dl. The customer had been using the insulin pump within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose event with manual injections. The customer reported that they experienced nausea, vomiting and sick in the stomach as a symptom due to high blood glucose level. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose event. The customer alleged the insulin pump for under delivery. The insulin pump and reservoir will not be returned for analysis.